Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during a routine device follow-up, this pacemaker showed a remaining longevity of 3 months. The device had only been implanted for three years, so premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering analysis confirmed an abnormal increase in the power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service, pending a replacement procedure.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device follow-up, this pacemaker showed a remaining longevity of 3 months. The device had only been implanted for three years, so premature battery depletion was suspected. Device data was submitted to technical services for review. Engineering analysis confirmed an abnormal increase in the power consumption and device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service, pending a replacement procedure. The distributor representative later reported that the device had been explanted and replaced with a non-boston scientific product. The explanted device was not planned to be returned.